Event description:
Boston scientific received information that this patient's initial system implant was extremely difficult due to the patient's torturous anatomy. The patient's pacing threshold measurements increased from 0.9v at 0.5 ms at implant to 4.5v at 1.0 ms. Additionally, this right ventricular (rv) lead dislodged. As a result, a difficult and invasive revision procedure was performed one day post implant. The rv lead was successfully repositioned and appropriate pacing and sensing threshold measurements were also obtained. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.